Manufacturer narrative:
Product analysis: the device exceeded specification for 2mv sensing. The device was calibrated, and passed final functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.